Manufacturer narrative:
Initial and final MDR (B)(4). - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The patient replaced the infusion set and resumed insulin deliveries successfully no further information available.